Event description:
During the procedure, it became evident that the device was torqued. The device was rotated prior to deployment to attempt to schieve proper aligment. During that process the contralateral limb was inadvertently deployed. The decision was made to remove the device. While retracting the catheter with aprtially deployed stent graft, the device became hung up about half-way down the ipailateral iliac; on fluoro the contralateral limb had folded up on the device and the iliac appeared to have ruptured. The physician converted the pt to an open procedure. Initial follow up report received 2006 indicated the pt died two days post procedure.